Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 8f. Reportedly, the needles did not deploy due to heavy calcification at the access site. Three additional proglide devices were used with the same results. The sutures of two additional proglide devices were successfully pre-placed using the preclose technique. The sheath was upsized to 14f and the evar procedure was completed. The successfully pre-placed sutures of the two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.